Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron cx9 alx clinical system. The source of leak was unknown and did not appear to be water. The customer was advised not to run the instrument. No operator exposure was noted, and there was no effect to patient or user.

Manufacturer narrative:
Service visited the site on (B)(6) 2011 and inspected the instrument. No leak was observed.